Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. All fragments were received for analysis. The visual inspection revealed multiple signs of wear along the lead fragments. In particular between 10 cm and 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of oversensing with shock delivery. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragment showed several explantation damages such as cuts in the insulation and deformations of the shock coil. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 65 months after the implantation the patient received an inappropriate shock. In clinic it was confirmed the patient had received inappropriate therapy from his device due to external, inducible lead noise. This lead was explanted.